Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that during surgery they have noticed that the lens was stuck in loading chamber. Additional information has been received it states that procedure is completed by using back up lens.

Manufacturer narrative:
Additional information has been provided in d.9.,d.10.,h.3., h.6., and h.11 the lens was returned in a non-qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was pressed up against the roof of the cartridge just past the loading area. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Company-qualified cartridge was used. The company lens model is only qualified for use in the company (b) and (c) cartridges. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported lens stuck is related to a failure to follow the IFU. The lens was pressed up instead of biased down. This would indicate a plunger underride occurred. Company-qualified cartridge was used. There was inadequate viscoelastic in the cartridge. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: company foldable intraocular lens (iol) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).